Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v986836, product type: lead; product ID 3387s-40, lot# v 989565, product type: lead; product ID 3708660, serial# (B)(4), product type: extension; product ID 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported the patient had urinary retention that was related to the implant procedure and study. No intervention was noted and the event was considered resolved.